Manufacturer narrative:
A ge oec service rep investigated the issue and arcing issues are eliminated by cleaning and re-greasing the hv cables. If info varies from this fix, an update will be filed. Limited service info available at reporting. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system made "popping" sound. System had arcing issue.